Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 4 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to the leaflets not functioning normally. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction is being sent as the initial report was submitted with the incorrect notify date. The correct notify date for this adverse event is 10.23.2017. The aware date for this correction was 12.13.2017. If information is provided in the future, a supplemental report will be issued.